Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on 03/04//2016. The customer complaint was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, there was no audio on the g5 application for their high alert. Patient stated that her high alert notification popped up on her phone; however, there was no audio. No additional event or patient information is available.